Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that during the positioning of a patient on the patient support the operator got stuck with her fingers, this resulted in a fractured finger.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected regarding the reported fracture, an x-ray of the finger was taken and the finger was tapped to another finger of the hand. No issue was found on the table and it was according to specifications. Philips checked for similar complaints and no other complaints have been identified with an entrapment position as the one reported. No further actions or investigation are warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.